Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep reece gordon the ccu shuts off randomly. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: probable root causes could be attributed to the cart, a loose connection or a faulty power cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.